Manufacturer narrative:
It was reported that during guidance a communication failure occurred when user tried to begin moving the arm in axial mode of cooperative mode. It was confirmed to be due to a shared memory issue. Event summary, device history record review and complaint history review did not identify contributing factors. One previous complaint was received for the same root cause for this device in the last six months. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during guidance, after robot arm had driven to trajectory, communication failure occurred when user tried to begin moving the arm in axial mode of cooperative mode. No collision or excessive force was noticed by the user or field service engineer. Event occurred at approximately 3:25pm.